Event description:
Boston scientific received information that this right atrial (ra) lead dislodged and exhibited loss of capture and increased thresholds. The physician decided to explant this lead and implant a shorter length lead. There were no further adverse pt effect reported.

Manufacturer narrative:
The lead has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.